Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The micro-sensor was implanted in the pt's head, and during connection to the icp monitor the icp monitor displayed unreasonable values. The icp monitor was turned off and on again and still the same problem occurred. Eventually the micro-sensor was taking out from the pt's head and a new one was implanted and connected to the same icp monitor. No problem occurred with the new implanted microsensor.